Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter alleged damage to the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission 11/02/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/14/2016 with the following findings: during investigation, the battery compartment was cracked to the left of the bumper pad from the threads to the case seal. Rust/corrosion was found in the battery compartment. A leak test was performed and failed due to the battery compartment leak. The pump was opened to find no further evidence of moisture internally. Unrelated to the original complaint, the display was dim fading pink. Additionally, a crack was found between the case seal and the keypad cover.